Manufacturer narrative:
The console was not returned for analysis, however the console was serviced at the customers site by a field service engineer. The fse confirmed that error 1103 occurred. The read write module was replaced and resolved the issue. The console then passed connection fiber test, energy test and electrical safety testing. A product record review was conducted and it did not identify any potential product quality issues or new patient harms. Based on the investigation and analysis results, it is probable that the reported error 1103 occurred due to a defective read write module. Replacing the module resolved the device issues.

Event description:
It was reported that during the procedure, at the time of starting the surgery, the console showed error code 1103 (fiber identification failed. Please change fiber!), and the fiber was unable to be used. A second fiber was opened; however, the same problem was encountered. The procedure was not completed due to this event. It was noted that an expected plan date to complete the procedure is in february. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under local anesthesia.

Event description:
It was reported that during the procedure, at the time of starting the surgery, the console showed error code 1103 (fiber identification failed. Please change fiber!), and the fiber was unable to be used. A second fiber was opened; however, the same problem was encountered. The procedure was not completed due to this event. It was noted that an expected plan date to complete the procedure is in february. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under local anesthesia.